Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203, f2201. Information contained in this report was previously submitted through psr on 15oct2018 and 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess, infection (late onset), rupture.

Event description:
Healthcare professional reported left side rupture via mammogram and MRI, pain, "silicone leakage" and tightening the lower pole. Healthcare professional later reported abscess formed, ¿infectious complications,¿ and edema that compromises work activities (not device related). The device has been explanted.